Event description:
Litigation papers allege: encountered painful popping, clicking and grinding sensation, thereby, negatively affecting his ability to perform activities of daily living. Lab test confirmed that the patient had high levels of cobalt and chromium in his blood.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pulmonary embolism and loosening of stem. Added stem on ip due to alleged loosening and high levels of cobalt and chromium. Updated doi, patient's initials, lawyer and law firm.